Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support (cts) resolved the issue by arranging to send a replacement pump, instructing the customer on how to use the new pump, and explaining the process for returning the malfunctioning pump. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery and agreed to follow the provided instructions.